Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device was broken. There was no pt consequence. Add'l info received on 8/21/97. It was stated by the affiliate that the handle was broke.